Manufacturer narrative:
Results: evaluation of the returned product confirmed there is no sound when using the nurse call option is used. Nurse call light is intermittent at the nurse call test fixture. The light will come on or stay off depending on the position of the nurse call cable. If the cable is moved inside the nurse call receptacle, the light will turn on and off intermittently. Note: posey instructions for use state: when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the pt unattended. Verify that an alert is rec'd at the nursing station if the cable is unplugged from the wall jack. There will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. (B)(4).

Event description:
Customer reported the alarm has power, however does not sound when the nurse call option is in use. Customer is using posey nurse call cable. No visible damage reported. Customer did not provide a date when this was discovered. No pt incident or injury was reported.